Manufacturer narrative:
B3: date of event approximately used as actual date is unknown.

Event description:
It was reported that the patient experienced a cardiac arrest and myocardial infarction. A synergy xd mr us 3.50 x 48mm was selected for treatment of the target lesion. During the procedure, the patient coded for 30 seconds and needed to be revived. Approximately two months after the use of the synergy stent, the patient experienced a heart attack.